Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The real time operating system board was replaced. The system was tested and operates as intended.